Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event on (B)(6)2024 where patient faced leakage of tubing. The patient had high blood glucose level of 582 mg/dl and had high ketones. Therefore, the patient was hospitalised on (B)(6)2024 ant 09:00 pm due to diabetic ketoacidosis. The patient was hospitalised for greater than twenty-four hours. Currently, the blood glucose level of the patient was 198 mg/dl. No further information available.